Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Customer reported that ¿too hot to hold¿. The returned reader was de-cased and performed an internal visual inspection on the reader¿s pcba (printed circuit board assembly). Liquid contamination was observed. Usb cable tester was used. Visually inspected the returned usb charger and usb cable and no damage was observed. No opens or shorts were observed and usb/charging cable passed testing. Therefore, issue is not confirmed. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the returned power adapter. The power adapter voltage was measured to be within specification range. The returned power adapter was passed testing. Therefore, issue is not confirmed. The device was forwarded to extended for further analysis. A visual inspection was performed by using a digital microscope. Contamination was observed due to liquid ingress on the pcba (printed circuit board assembly) and the battery terminals of the returned battery. The returned reader was brought to the bench to perform functional testing. The returned battery was not measured within specification voltage range. The reader was not turn on with button depression or usb cable when try to power on the returned reader with the returned battery. However, the returned battery was replaced with a known good battery within the required specification. Then, the reader was observed to power on with both button depression and usb cable detection. Off-current consumption testing has been performed to check the current draw of the returned reader. The off current of reader was measured within the required specification with an nxp processor. A cable tester has been used to test the returned usb cable. No opens were observed. Load tester has been used to perform a test on the returned power adapter and the voltage was observed within the specified range. A built-in self-test was conducted with the use of the reader's software was observed to pass. The returned reader was not turn on with the returned battery. The reader was powered on with a known good battery when the returned battery was replaced. And the testing was able to be conducted. The contamination was observed on the battery. The surrounding area of the returned battery has not been function as intended which was caused due to contamination of the battery. Therefore, the returned device has not turn on. All testing were within the required specifications but liquid ingress can be caused intermittent issues such as overheating. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.